Event description:
The patient¿s daughter reported a single tone alarm for the last 2, 3 or 4 months. The critical alarm began about a week or so ago. The patient¿s daughter wanted to know if she could silence the alarm because it is making her mother have panic attacks. It was also noted that the patient missed last appointment due to an ice storm, (unknown if this was a refill appointment). The reporter stated that they have been decreasing the dose and stated that maybe 3 months ago they were told by the healthcare provider that the pump had stopped working and discussed explant but the patient cannot go under anesthesia. The reporter did not know if "pump not working" meant therapeutic affect or mechanical issue/malfunction. It was also noted that the patient was using a ptm but the patient stopped using it because they were told the pump was not really working anymore. The patient went to the hospital, was given oral medication for the withdrawal symptoms and was in a lot of pain. The patient was not admitted and was sent home. Kidney stones were also suspected at that time. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer regarding a patient receiving intrathecal morphine. The concentration, dose, and lot number were unknown. The indications for use were malignant pain and other carcinoma. The patient stated that in (B)(6) 2014, she told her hcp to take the morphine out of her pump. The patient felt as if she was getting too much medicine. The patient asked them to do this because she felt as though they were giving her too much medication. The patient said she was getting 1893mg/day. The patient did not have saline put into the pump. The patient wanted to have the pump taken out. The patient's pump was pushing on her bladder. The patient was not a good surgical candidate because she had a history of heart failure (4-5 heart attacks) and history of seizures. The patient mentioned she had also broken her hip twice. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).